Manufacturer narrative:
The reported event was inconclusive as no sample was returned for evaluation. It was unknown whether the device had met relevant specifications. Potential root cause for this failure mode could not be chosen due to insufficient information. The lot number was unknown; therefore, the device history record could not be reviewed. A review of the device labelling has been conducted for investigation purposed. "Warning: this is a single use device. Do no resterilize any portion of this device. Reuse and/or repacking may create a risk of patient or user infection, compromise the structural integrity and/or essential material and design characteristics of the device, which lead to injury, illness, or death of the patient. Warning: after use, this product may be a potential biohazard. Handle and dispose of in accordance with accepted medical practices and applicable local, state and federal laws and regulations. Warning: on catheter, do not use ointments or lubricants having a petrolatum base. They will damage the catheter and may cause the balloon to burst." The device was not returned.

Event description:
It was reported that the survey respondent mentioned about retained fragments from catheter, urethral or bladder trauma and bladder cancer when they were asked of complications while using the hydrogel coated suprapubic latex foley catheter. It was unknown what medical intervention was provided.